Event description:
The physician intended to treat a moderately calcified lesion (90 % stenosis degree) in a severely tortuous part of the proximal-mid rca. After pre-dilation of the lesion, the affected orsiro mission was introduced into the patient's body by use of a microcatheter (brand name and size unknown). The calcification was present in the rca, and the orsiro mission could not be further advanced. After device withdrawal, the stent was found deformed. It was commented that there was resistance, so the catheter was not pushed and was quickly removed but the stent was already deformed. There was no report on a subsequent treatment.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.